Event description:
Product complication: strut fracture and recovery issue. Time of complications: during procedure on 02/02/2006. Symptoms: none reported. It was reported that there was diffculty in removing the filter basket. Both the recovery catheter 1 and recovery catheter 2 were used to try and retrieve the filter basket. The filter basket was described as "folding onto itself". The recovery catheter 2 was reused and the filter basket was pulled into the retrieval catheter and removed without further incident. Once the filter basket was removed from the patient it was found that a strut was fractured. There was no additional information available.